Event description:
The complainant reported that the 52-year-old female patient developed hemolysis during impella cp support. The pump was initially noted to be too deep in the left ventricle, but the decision was ultimately made to escalate to impella 5.5 support.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿

Manufacturer narrative:
The investigation of hemolysis has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-05746: d6a and d6b revised from the initial submission in accordance with updated procedures. G1 reporting contact fax number missing. H6 component code revised from the initial submission in accordance with updated procedures.